Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). The customer observed error message 3062 (residual liquid detected in cuvette). The instrument logs were reviewed by the service representative and verified that the two falsely elevated samples were generated on serial number (B)(6). It was determined that the cuvettes associated with the error message 3062 were not the cuvettes used for the two falsely elevated samples. The alinity c processing module, serial number (B)(6), was considered the likely cause of the result issue as a single definitive part could not be determined. No additional troubleshooting was performed. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer reported falsely elevated alinity c creatinine (enzymatic) results generated by the alinity c processing module for two patients. The following data was provided: normal range for adult females: 45 to 90 mol/l. Normal range for adult males: 60 to 105 mol/l. Patient 1: (B)(6) 2025 sid (B)(6) initial result = 286.5 mol/l. Due to the elevated alinity c creatinine (enzymatic) result, the patient was admitted to the hospital, where a new blood sample was drawn and yielded a creatinine result of 78 mol/l (normal). Another sample was collected an hour later generated a creatinine result of 79 mol/l (normal). The customer repeated the original sample (sid (B)(6)), and the alinity c creatinine (enzymatic) result was 76 mol/l. Patient 2: (B)(6) 2025 sid (B)(6) initial result = 435.3 mol/l; repeat result = 123.1 mol/l. There was no impact to patient management reported.